Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. Sys connections and power supplies were evaluated and confirmed to be operating within specification. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer rpeorted that the system appeared to continuously beep after the release of the exposure switch. X-ray was not being produced and this even is consistent with a sys lock up. No pt serious injury or death was reported related to this event.